Event description:
When I had my mandibular joint implanted I was told it would last almost twenty-five years. My device was recalled by the FDA after it was implanted. Now, I have a hole in my skull due to deterioration of bone because of my joint implant. A bolt from the implant has migrated to my chin. I've had many corrective surgeries, and have accumulated great expenses to have this implanted joint corrected. I have problems with range of motion in my neck which makes it difficult for me to drive. I have lost my entire top row of teeth, and suffer from facial disfigurement.